Event description:
The surgeon was injecting local anesthetic into patients knee during total knee arthroplasty. While injecting, the needle became detached from the hub of the injection needle. The detached needle was stuck in patients soft tissue. Needle was found and removed from patient.